Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-01378. This report is being submitted as additional information. Manufacturer's investigation conclusion: the evaluation of the returned device confirmed the reported distortion of the outflow graft, which could have potentially contributed to the reported event of continuous low flow hazard alarms. The sealed outflow graft conduit was returned with approximately 5 inches of outflow graft material and the entire length of the bend relief material. The sealed outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief was returned detached from the outflow graft attachment and completely removed from over the outflow graft. The bend relief collar was returned detached from the outflow graft and bend relief hardware. Examination of the bend relief material did not reveal any significant distortion. However, examination of the sealed outflow graft revealed a lengthwise kink in the proximal half of the graft material in the area underneath the bend relief. The interface area between the outflow graft and the outflow graft bend relief revealed a normal accumulation of biological deposition and the report of an extrinsic compression of the outflow graft both within the bend relief and distally by gelatinous material could not be confirmed. Examination of the interior of the outflow graft material revealed only traces of dried blood with no evidence of any developed or adhered tissue-like depositions or thrombus formations to indicate poor surface washing in this location. A specific cause for the observed distortion of the sealed outflow graft as well as a duration of time for which it was present could not be conclusively determined through this evaluation. However, if the observed outflow graft distortion was present while the pump was supporting the patient it could have contributed to the reported low flow alarms. Examination of the smooth and textured blood-contacting surfaces of the returned device revealed no evidence of tissue-like depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. A corrective action has been initiated to investigate extrinsic outflow graft obstruction associated with the heartmate ii and heartmate 3 left ventricular assist systems. The relevant section of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The heartmate ii lvas patient handbook rev. C is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the left ventricular assist device (lvad) system had been producing consistent low flow alarms. The patient was asymptomatic. The patient went to an outside hospital and was administered intravenous fluids; however, the lvad parameters were unchanged. Chest x-rays were performed, and the results were not reported. The mean arterial pressure was within normal limits and there were no signs of heart failure. The patient¿s lactate dehydrogenase, plasma free hemoglobin, and hemoglobin and hematocrit were stable. The patient was transferred to the implanting center for evaluation. Alarms reported at the time were red heart and low flow alarms. It was reported that the patient had a history of thrombosis in 2014 and received a pump exchange at that time (MFR # 0002916596-2014-00191). The patient changed out the system controller at the instruction of the vad clinician; however, there was no change to the low flow alarms. Echocardiogram and right heart catheterization showed that the patient was in cardiogenic shock and acute left ventricular failure. Computed tomography (CT) scan revealed possible outflow graft obstruction of unknown cause. The patient was emergently sent to the operating room for a sternotomy pump exchange. The surgeon reported that there was extrinsic compression of the outflow graft both within the bend relief and distally by gelatinous material.